Manufacturer narrative:
A beckman coulter (bec) customer technical support sent a new rt12 rotor to the customer as a replacement. The customer did not return the unit for investigation. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that the rt12 rotor had broken apart inside the statspin ssvt-1 centrifuge. The safety shield was in place and nothing escaped the instrument. There was no report of injury to the operator or exposure due to this event.